Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak from the t-lock septum was confirmed. Two photographs of the implicated t-lock assembly and stylet were returned for evaluation. The stylet was inlaid within the catheter lumen and the t-lock assembly was attached to the red luer adaptor. The stylet was seen protruding through the septum of the t-lock assembly, as per design. Clear liquid was seen along the stylet, proximal of the t-lock assembly, indicating that a leak had occurred through the septum. The cause was likely due to material damage where the stylet traversed through the septum. The report of a leak has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing/supplier related issues.

Event description:
It was reported by the customer "powerpiccs leaking at the rubber area at the proximal end. They were to receive a different lot number but instead received the same lot number [new PICC] and when they tried to insert again, they had the same leaking." Additional information received on 3/6/2023: it was reported by the customer "on friday, march 3rd, prior to insertion, when flushing the PICC with saline, it was discovered that the PICC had the same defect where saline leaked from the rubber stopper. Opened a second PICC with the same lot number and flushed it with saline and again, saline leaked out through the rubber stopper along the insertion wire. Additional information received: it was state there was no harm to the patient. The patient does not have an infectious disease. This report addresses the first device.

Event description:
It was reported by the customer "powerpiccs leaking at the rubber area at the proximal end. They were to receive a different lot number but instead received the same lot number [new PICC] and when they tried to insert again, they had the same leaking." Additional information received on 3/6/2023: it was reported by the customer "on friday, march 3rd, prior to insertion, when flushing the PICC with saline, it was discovered that the PICC had the same defect where saline leaked from the rubber stopper. Opened a second PICC with the same lot number and flushed it with saline and again, saline leaked out through the rubber stopper along the insertion wire. This report addresses the first device.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.